Manufacturer narrative:
Corrected information has been provided in d4(primary UDI number).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event was use related to patient movement as the hematoma occurred after severe vomiting episode

Manufacturer narrative:
The pump was discarded and not available for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: an impella cp device was inserted percutaneously via the right femoral arterial access site in a 35-year-old female for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was not otherwise specified. Following transfer to the intensive care unit (ICU), the patient was noted to have bleeding at the right femoral access site with associated hematoma formation after an episode of severe vomiting. At the time of the bleeding event, the activated clotting time (act) was reported as 286 seconds. Manual pressure was applied by the cardiologist, and the hematoma was reported to have resolved. No blood products were administered. Later, the pump was explanted and the patient's outcome status was survival at explant. The reported access-site bleeding with hematoma formation is consistent with known risks associated with large-bore femoral arterial access and anticoagulation required for impella support, particularly in the setting of increased intra-abdominal pressure related to vomiting.